Manufacturer narrative:
Date of report: 20mar2019. Date rec¿d by MFR: 18mar2019. The customer reported that replacing the power supply and the air valve resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported unit has intermittent air valve liftoff failure, error code 1012. No patient/user harm reported. Not in use. The event date was not specified; estimate used.